Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the lay-user/patient¿s spouse (the reporter) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The csr was advised by the reporter that the alleged meter inaccuracy began during the first week of (B)(6) 2018. The reporter claimed that on the evening of (B)(6) 2018 at around 9:30 pm, the patient obtained an alleged inaccurate high result of ¿448 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages his diabetes self-adjusted doses of levemir and humalog insulin. In response to the elevated result, the reporter claimed she gave the patient 16-17 units of humalog and 38-40 units of levemir insulin. The reporter stated that the following morning at around 6:00 am, the patient began to feel ¿lightheaded and dizzy;¿ symptoms he associated with low blood glucose. The reporter claimed that between 6:00-8:00 am, she treated the patient with sugar crystals and a protein drink in response to the symptoms. No other device was used for testing. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the patient was testing with test strips that were stored correct and were not expired or opened past their discard date. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking adjusted doses of insulin based on an alleged inaccurate high result obtained with the subject meter.